Manufacturer narrative:
**UDI related data quality updates only.**

Manufacturer narrative:
The customer's complaint that the autopulse platform's (B)(6) lcd showed a "fuzzy display" was confirmed during the functional testing. During the testing, the platform displayed pixelated characters intermittently. The root cause of the lcd problem was a malfunctioning processor board, likely attributed to failed component(s). The customer's complaint that the autopulse platform displayed fault 27 (encoder fault) was confirmed during the functional testing and the archive data review. The root cause of the fault code was an out-of-specification brake gap. Upon visual inspection, no physical damage was noted. The archive data indicated fault 27 on the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to fault 27, and the platform displayed pixelated characters intermittently, confirming the reported complaint. During the testing, no brake activation was noted, and the brake gap inspection revealed a wide brake gap. The processor board was replaced to address the lcd problem, and the brake gap was adjusted within the specification to address fault 27. Following the remedial action, the platform was subjected to a run-in test using an instrumented manikin and lrtf (large resuscitation test fixture) for approximately 25 minutes each with no issue. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform's (B)(6) lcd showed a "fuzzy display" and could not read the message during the shift check. The customer rebooted the platform, and it displayed fault 27 (encoder fault). No patient involvement.